Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; down arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The ok keypad button symbol was worn. Evaluation revealed that the down arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under the down arrow and contrast button key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.